Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the events surrounding the death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient expired due to respiratory arrest.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had presented with signs of right heart failure and palpitation and experienced ventricular tachycardia. The patient was put on intravenous (IV) loop diuretic for right heart failure, and liver and kidney functions tests escalated between normal and slightly high values. Hyponatremia developed and ultrafiltration was started; however, multiorgan failure and respiratory arrest later developed and the patient expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right heart failure, cardiac arrhythmia, hepatic dysfunction, renal dysfunction, multiorgan failure, and death are known potential complications associated with the implantation of a vad. There is no evidence the patient had previously experienced similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient had presented with signs of right heart failure and palpitation months prior. Ventricular t achycardia (vt) was present on electrocardiogram implantable cardioverter defibrillator (ICD) settings were adjusted and mexiletine therapy on top of amiodarone was started. The frequency and duration of vt decreased on follow-up. The patient was put on intravenous (IV) loop diuretic for right heart failure. During follow up IV dobutamine and dopamine therapy were started. Levosimendan was applied, but no benefit was observed. It was not possible to discontinue the IV diuretics and inotropes. Liver and kidney functions tests escalated between normal and slightly high values. Hyponatremie developed and was controlled with an aquaretic. Ultrafiltration was started. Long term durable device for rv was discussed with the patient but refused in favor of remaining on transplant list. Multiorgan failure and the respiratory arrest later developed. The patient was resuscitated for 45 minutes but was unresponsive. Echocardiography and proposed CPR algorithm were carried out at this time interval. The patient later expired.

Manufacturer narrative:
This supplemental is being submitted for additional information received. The event date, event description, and patient codes were updated accordingly. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.